Event description:
It was reported that during an unknown procedure, the device is broken. No additional information is available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Closure trigger top the analysis found that one (B)(4) device was returned in good visual condition and with a (B)(4)unfired cartridge reload present. The device was tested for functionality in the articulated position with an echelon 60 reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . A batch record review was performed and no anomalies were found during the manufacturing process.